Event description:
It was reported that during the implant the sensing was poor thus a competitor lead was used. No adverse patient effects were reported. Should the lead be returned analysis will be performed.